Manufacturer narrative:
Pt info: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -14.0/1.5/093 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault with rotation on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown. Reportedly, after operation, the visual acuity was 1.0 in the right eye, and the intraocular pressure in the right eye was 13mm hg. The arch is 550um high.